Event description:
Femoral component loosened. Uncontrolled prospective multi-centre post marketing surveillance study to monitor the long term survivorship of pinnacle acetabular cup prosthesis with a metal on metal bearing in subjects with aetiologies requiring a primary total hip replacement.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The patient was revised for loosening for the femoral stem, as reported by the clinical documentation. A search of the complaints databases finds one other report against the 2235902 femoral head lot code for pain. The reports are not similar. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.